Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) migrated from its original implant position to the right cavernous bodies; therefore, a revision surgery was performed to reposition the cylinders. No patient complications were reported.